Manufacturer narrative:
Correction- h6 (removed codes 4114, 67, 3221 and added 3233, 4118, 11 correction- h6 (removed codes 4114, 67, 3221 and added 3233, 4118, 11

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. Customer's blood glucose level was 313 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.